Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the hydrophilic coating of the guidewire (subject device) was peeling off when the physician tried to insert the guidewire into the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the ptfe coating at the proximal tip was noted to be peeling and there was damage noted to the ptfe coating along the proximal 118cm section. During functional inspection, the device was hydrated and the distal hydrophilic coating was examined ¿ there were no anomalies noted. The reported hydrophilic coating peeling was not confirmed, however it was confirmed that the ptfe coating was peeled, therefore the reported event was confirmed. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The hydrophilic coating was confirmed to be intact , however it was confirmed that the ptfe coating was peeled, which is indicative of torque device damage, therefore the reported event was confirmed. It is probable that the device was damaged due to insufficient tightening of the torque device. An assignable cause of handling damage will be assigned to the reported and to the analyzed events.

Event description:
It was reported that during the procedure, the hydrophilic coating of the guidewire (subject device) was peeling off when the physician tried to insert the guidewire into the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.